Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the lead was tested prior to use and physician encountered problems. It was also reported that the rv lead tip came out very slowly and after turning several times, the tip came out suddenly. The retraction of the rv lead tip was hard. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.